Event description:
Patient presented with pain. The surgeon felt revision surgery was required, pain and metallosis being the reason for revision. Intra-operatively, the asr head was removed from srom stem with visible and significant metallosis found within the femoral head sleeve and on stem trunion. There was also a collection of white "rubbery" tissue found in the space between the inner diameter of the large femoral head and the femoral sleeve.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient presented with pain. The surgeon felt revision surgery was required, pain and metallosis being the reason for revision. Intra-operatively the asr head was removed from srom stem with visible and significant metallosis found within the femoral head sleeve and on stem trunion. There was also a collection of white "rubbery" tissue found in the space between the inner diameter of the large femoral head and the femoral sleeve. The srom stem was removed without any issues and replaced with a new stem, exactly same size and offset as original stem. A +3 36mm delta biolox ceramic head was used. The asr cup was removed - relatively easily using a technique we have developed for asr removal - and replaced with a 58mm trabecular metal continuum cup from zimmer with a 36mm biolx ceramic liner. There did not seem to be any visible signs of metallosis in the tissues. Revision went smoothly and there were no complications. Info from rep; please find attached completed synergy report and q&a checklist for an asr revision performed by (B)(6) at (B)(6) on (B)(6) 2010. I am waiting on the lot numbers of the implants that were explanted. As the patient had bilateral primary surgery and had exactly the same implants on both the left and right side, I have requested the original patient notes from the primary surgery to ensure the correct lot numbers are submitted from the implants that were revised. I will submit them as soon as I receive them. The rhs was revised. The patient requested their implants so I am unable to return them. I did, however, take post-operative photos of the explanted implants as well as photos of the pre-revision x-rays. These are attached. Apologies for a few of the photos being blurry. ¿ update received: 23rd september 2013 - added hospital: (B)(6), added surgeon: (B)(6), added lot number: to head, cup and taper sleeve, added patient details: date of birth, name and sex, added further reason for revision: alval / soft tissue reaction, added side hip: right and cross referenced. Australia reference number: (B)(4). *****bi-lateral patient: please see com (B)(4) for left side revision.***** update - added all mw fields, all expiry and manufacturing dates and stem details. Taken from email dated (B)(6) 2015 and claimsuite dated (B)(6) 2015.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated b4/g4 dates, b5/6/7, d1/2/3, d4, e1, g2, and h4. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Updated: b5, f10 patient codes. Depuy still considers the investigation closed.

Event description:
Additional reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use, it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.